Event description:
It was reported that the catheter was being used on a male patient in the angio department. The patient was having a declot procedure performed on an av fistula in the cephalic vein. Towards the end of the procedure, the device fractured and seemed to entangle the vein. The drive unit could not rotate the device. Initially, the device could not be removed and appeared tethered to the vein. At which time, the physician detached the catheter from the drive unit and rotated the catheter manually in the opposite direction to free it from the vein. The catheter was then removed. There was a delay in treatment with no harm to the patient, no patient death, and no patient complications were reported. The remaining thrombus was displaced with the balloon and the procedure was successful. Follow up information received on (B)(4) 2012 states one of the limbs of the basket fractured and was then entangled in the vein. It was dismantled from the drive unit and manually turned in the opposite direction to free it from the patient. There were no obvious adverse issues.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.